Manufacturer narrative:
Philips service reinstalled the ipc geometry software and identified that part replacement was pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that corrupted software in geometry control computer caused movement failure on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.